Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows an atrial arrhythmia in progress with an average ventricular rate during atrial tachy response (atr) at 97 to 126 beats per minute (bpm). It was also noted the stored egms show occasional undersensing on the right atrial (ra) lead and three ventricular episodes recorded as non-sustained ventricular tachycardia (nsvt) events. It was recommended to consider further review of programmed atrial sensitivity and possible untreated ventricular tachycardia. At this time, the device and leads remain in service. No adverse patient effects were reported.